Event description:
It was reported that undersensing was seen on the right atrial (ra) lead. The sensitivity was made less sensitive and a different configuration was discussed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-25 implantable epi pacing lead (B)(6) 2010; 638bl28 implantable heart band (B)(6) 2010; t510-33h implantable tissue valve (B)(6) 2000. (B)(4).